Event description:
It was reported that the pacemaker dependent patient presented for a generator change due to normal eri. A high, out of range, pacing lead impedance was observed when the lv and atrial leads were connected to the new generator. The new device was replaced and not implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that the device has been returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.